Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported call to (B)(6) and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s mother called the (B)(6) on (B)(6) 2026 with the patient experiencing diabetic ketoacidosis (dka). The patient¿s blood glucose level had reached 26 mmol/l (468 mg/dl) and ketones were 1.2 mmol/l while wearing the pod between 4 and 24 hours. The patient's mother reported the patient experiencing high glucose levels while sleeping, and no response to the correction bolus administered. As treatment, the patient¿s mother was advised to give her daughter a shot of insulin for dka and to contact the (B)(6) again after two hours if further assistance was needed. No further information was provided.